Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Baseline heart rhythm revealed 1st degree atrioventricular (av) block and left anterior fascicular block. The subject was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 600 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav) in accordance with the instructions for use (IFU). Lbbb and 1st degree av block was noted post bav. The native aortic valve was treated with deployment of a 27 mm lotus valve. There was correct positioning of the lotus valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Six (6) days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the patient died. The patient's death was not attributed to the lotus valve.